Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that during implantation of an axsos 3 tibial plate the surgeon noticed swarf building up around the head of the axsos 3 locking screw as he was inserting it by hand.on the x-ray the surgeon could see that debris had built up at the plate hole and the thread was no longer on the screw. Another screw was used to complete the case. All swarf was removed from the patient. There were no delays to the case.

Manufacturer narrative:
The reported event that locking screw axsos 3 ti 4.0mm / l55mm was alleged of issue (breakage during surgery) could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection was done and it was found that the screw threads were shaved off along the entire length of the screw. Such a severe damage could be a result of wrong size selection of screw or misalignment of screw with the drilled hole axis leading to excessive torque application causing the thread damage. Thus, based on investigation, the root cause can be attributed to a user related issue. The failure was most likely caused by failure to follow the op-tech such as - selection of wrong length screw, failure to use a tap for hard bone before screw insertion, misalignment of screw with the drilled hole axis etc. And the excessive application of axial force during screw insertion led to deformation of screw threads. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that during implantation of an axsos 3 tibial plate the surgeon noticed swarf building up around the head of the axsos 3 locking screw as he was inserting it by hand. On the x-ray the surgeon could see that debris had built up at the plate hole and the thread was no longer on the screw. Another screw was used to complete the case. All swarf was removed from the patient. There were no delays to the case.